Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 07/14/2017 with the following findings: device evaluation: on investigation, the ok keypad button demonstrated intermittent unresponsiveness due to an inverted button contact. Initial reporter: (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a keypad button issue. This report is made based on results of investigation completed on 07/14/2017.